Event description:
It was reported that the surgeon placed pedicle screws in desired locations from t4 to s1 and then hand probed the ilium on the right. Surgeon used a 7.00mm tap and inserted an 8.0 x 80mm screw. The tip of the first screwdriver broke when the screw was halfway down into the crest. The screw containing the broken driver tip was then removed. Another 8.0 x 80mm screw was inserted flush to the bone and with the final turn of the second driver, its tip broke off in the head of the second inserted screw. However, the screw was at the ideal location according to the surgeon and the tip of the driver was lodged flush in the screw. The broken tip remains in the implanted screw, covered by a rod and tightened set screw. The difficulty resulted in a 5 minutes delay to the procedure. Concomitant devices: expedium 8.0 x 80mm screws, product codes unknown, qty = 2. See mfg medwatch report# 1526439-2013-25878 for the first screwdriver that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
The expedium quick connect si poly screwdriver was not returned to the depuy synthes spine complaint handling unit for evaluation. Review of the device history record could not be performed as the lot code is unknown. A twelve month review of the complaint trend analysis for the screwdriver found no emerging trends. Without the product sample we are unable to confirm the reported issue or identify the root cause. The complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.